Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and the exposed rv (right ventricular) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress and kinking/buckling. Visual summary analysis of the lead indicated damage at implant. (B)(4).

Event description:
It was reported that an attempt was made to implant a right ventricular (rv) lead. Upon implant, it was noted that the rv lead coils were separated. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.